Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation and stated "now I'm scared of it". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, h.3.

Event description:
Device has been explanted.

Event description:
Healthcare professional confirmed a right side deflation.

Event description:
Patient reported right side deflation and "I'm scared of it". Healthcare professional confirmed a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.10., h.3., h.6. Device evaluation: analysis of the returned device identified; white particles in the shell. A leak test and microscopic analysis was performed which identified that the device not leak. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: intact and functional. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.